Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging spots on the lung. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging spots on the lung. Medical intervention was not specified. The patient responded to the gfe and stated that he received a new machine and declined to respond to gfe related questions and terminated the call. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b and box h: type of reported complaint as serious injury. After pms decision has been changed, it was determined that the customer reported as product problem. In previous report, the manufacturer reported incorrect information in box b. The following correction has been updated in this report. In box b: adverse event or product problem was corrected in box h: type of reported complaint as product problem was corrected. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging spots on the lung. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: pil observed that using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. Pil confirmed the operation of the heater plate. During the investigation pil observed the air inlet filter was missing. Pil observed the motor blower grommet was not seated properly. What seemed to be remains of insects was observed on the sound abatement foam and in the bottom enclosure. Dust-like contamination was observed on and under the top enclosure, on the right panel, on the pca, on the blower cap, on and in the blower motor, on the sound abatement foam, and walls of the bottom enclosure. Pil observed the clip on the water tank lid was broken and missing. An unknown brownish contamination was observed on the dry box and dry box seals, in the bottom enclosure and lower base. An unknown greyish contamination was observed throughout the interior of the water chamber. A dust-like contamination was observed on the flip lid assembly, in the air outlet port, on the left panel, on the dry box and in the humidifier bottom enclosure. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. There were no error codes. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was not observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. In box d: device serviced by 3rdp? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? Device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.